Event description:
It was reported that the touch screen is unresponsive in one area of the pump. The customer was unable to deliver a bolus using the touch screen.

Manufacturer narrative:
The device has not been received for eval. However, the eval is not yet complete. A follow up report will be filed.